Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the hemopro 2 device failed to cauterize multiple branches and there was significant bleeding. The bleeding occurred near the groin and the pt developed a hematoma. A surgical cut down was made to stop the bleeding. The hosp will reportedly not be returning the product in question as it was discarded. While the hosp did not provide the exact event date, the event occurred either during the week of (B)(6) 2012.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review could not be performed as the product lot number is unk. (B)(4).